Event description:
Caller alleged discrepant results with the inratio meter compared to the coagucheck meter and laboratory. Caller stated that practice nurse was on warfarin (therapeutic range 2-3) and volunteered to have blood taken for demo purposes. The initial result from the inratio with a micro-safe tube was 1.2; she retested on a different finger on the coagucheck and obtained a result of 1.9. The nurse then rested on the inratio with a hanging drop and obtained a result of 1.3. Blood was then drawn to be sent to the laboratory for confirmation; laboratory test result was 2.2. A fourth finger-stick was then performed from the other hand using a different inratio meter which gave a result of 1.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio results: (1.2, 1.3, 1.6), lab: 1.9, mean: 1.50, confidence limits: (1.1 - 1.9) the mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: (B)(6) 2012, inratio results: (1.2, 1.3, 1.6), mean: 1.37, sd: 0.21, %cv: 15.23. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required a this time. No product associated with the complaint is expected to return. No strip lot information was provided. Unable to perform retained strip test due to unknown strip lot number on the event details. No further investigation is possible. Root cause could not be determined from the information provided by the customer. Trend analysis is not required at this time - no strip lot information. This issue will be subject to future tracking. No corrective action required at this time as no product deficiency was established.